Event description:
It was reported that the device became entrapped with the filterwire. This 2.1 mm jetstream xc catheter was selected for use during an endovascular therapy procedure to treat a 100% stenosed, severely calcified, moderately tortuous superficial femoral artery. During the procedure, the device became stuck with a non-coated filtrap device in the proximal popliteal artery. It was noted that atherectomy was performed within 10 cm of the filtrap tip and the procedure had been completed with this device. The devices were removed with the guide sheath and there was no patient injury.

Event description:
It was reported that the device became entrapped with the filterwire. This 2.1mm jetstream xc catheter was selected for use during an endovascular therapy procedure to treat a 100% stenosed, severely calcified, moderately tortuous superficial femoral artery. During the procedure, the device became stuck with a non-coated filtrap device in the proximal popliteal artery. It was noted that atherectomy was performed within 10 cm of the filtrap tip and the procedure had been completed with this device. The devices were removed with the guide sheath and there was no patient injury.